Event description:
The manufacturer received information alleging a ventilator was alarming for internal battery depletion. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. An increased airstream temperature (high temperature alarm) was observed in the device's downloaded error log and appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted.